Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small oval stiff snare was used to removed a 1cm polyp during an unknown procedure performed on (B)(6) 2022. During the procedure, it was found that the thermal cutting was ineffective after intestinal adenoma was injected into the swelling, and the adenoma could not be removed normally. There was electrical current transmitted but it was suboptimal. No problems found in the cautery pin. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.